Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (40 mg/ml at 3.997 mg/day) and bupivacaine (0.7 mg/ml at 0.06994 mg/day) via an implantable pump for malignant pain. It was reported that the patient's pump was explanted on (B)(6) 2021 due to infection at the pocket site. The healthcare provider (hcp) sent the fluid to the lab to determine what type of infection it was. The hcp has not informed the company representative (rep) of the lab results yet. The patient stated they were "happy with the tdd therapy" and they hope that once they clear the infection they can resume tdd therapy. The rep states that there is not any product to send back for analysis and that the hcp will have the full story of when/how the infection started because the rep was not aware of the medical history pertaining to this incident.